Event description:
It was reported that the patient had experienced recurring incontinence that led to the discovery urethral erosion. Due to urethral erosion of the belt cuff the patient had his artificial urinary sphincter (aus) cuff explanted and a catheter placed. It was explained that the rest of the device was sutured off, and remains in the patient.the physician believes the urethral tissue may have been compromised from radiation therapy the patient received as a cancer treatment, and then later with an implanted device, the pressure could have contributed to the erosion through the tissue. The physician does not hold the device accountable for the erosion. After the patient has healed, a new cuff will be implanted and the device reconnected. The patient is stable following this surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory,the cuff component was visually inspected and microscopically examined for leaks. No damage or abnormality was observed and no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the device. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis was unable to confirm the reported erosion and urinary incontinence issues..

Event description:
It was reported that the patient had experienced recurring incontinence that led to the discovery urethral erosion. Due to urethral erosion of the belt cuff the patient had his artificial urinary sphincter (aus) cuff explanted and a catheter placed. It was explained that the rest of the device was sutured off and remains in the patient. The physician believes the urethral tissue may have been compromised from radiation therapy the patient received as a cancer treatment, and then later with an implanted device, the pressure could have contributed to the erosion through the tissue. The physician does not hold the device accountable for the erosion. After the patient has healed a new cuff will be implanted and the device reconnected. The patient is stable following this surgery.